Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ("essure had migrated and perforated patient's pelvic organs, including, but limited.to, her uterus or colon") and uterine perforation ("essure had migrated and perforated patient's pelvic organs, including, but limited.to, her uterus or colon") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abnormal abdominal pain"). The patient was treated with surgery (underwent tubal ligation to have the device removed). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain, large intestine perforation and uterine perforation to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ("essure had migrated and perforated patient's pelvic organs, including, but limited. To, her uterus or colon") and uterine perforation ("essure had migrated and perforated patient's pelvic organs, including, but limited. To, her uterus or colon") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abnormal abdominal pain"). The patient was treated with surgery (underwent tubal ligation to have the device removed). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain, large intestine perforation and uterine perforation to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implant amendment: the report was amended on (B)(6) 2019 for the following reason: coding request. Pt of event: perforation of organ was updated to uterine perforation. Event colon perforation was added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("essure had migrated and perforated patient's pelvic organs, including, but limited. To, her uterus or colon") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abnormal abdominal pain"). The patient was treated with surgery (underwent tubal ligation to have the device removed). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain and perforation to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.